Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers were not returned for evaluation. Log file analysis revealed that controller 1 was the primary controller, initially in use during the reported event date. Review of the controller log files associated with controller 1 revealed a controller power up event with an associated pump start event logged on 17/dec/2021 at 11:03:56. No anomalies were recorded leading up to the loss of power. The controller was without power for 14 seconds. Review of the alarm log file associated with associated with controller 1 revealed a controller fault alarm logged on (B)(6) 2021 at 11:39:20, indicating an issue with the internal battery. Log files also revealed that the controller controller 1 had been in use for more than two (2) years. Additionally, two (2) vad disconnect alarms were logged on (B)(6) 2021 since 14:26:28, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the reported controller exchange. Review of the controller log files associated with controller 2 revealed a controller power up event with an associated pump start event logged on (B)(6) 2021 at 09:02:09. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2020. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 09:02:42 on (B)(6) 2021, indicating that the power up event occurred during a controller exchange. Review of the alarm log file associated with controller 2 did not reveal any controller fault alarms logged within the analyzed period. Based on the log files for controller 1, the reported controller fault alarm event was confirmed. The reported controller fault alarm event involving controller 2 could not be confirmed. A possible root cause of the observed loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was opened and is investigating controller losses of power. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported contro ller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A second controller was not retuned to the manufacturer however, log file analysis revealed that this was the controller in use at the time of the reported event.

Manufacturer narrative:
A supplemental report is being submitted for correction. The following fields were corrected: b5. Event description: a second controller was not retuned to the manufacturer however, log file analysis revealed that this was the controller in use at the time of the reported event. D10. Additional products: brand name: heartware ventricular assist system ¿1420-controller 2.0 for controller d4: model #: 1420-controller 2.0 / catalog #: 1420 / expiration date: 30-jun-2019 / serial or lot#: (B)(6) UDI #:asku d9: no h4: mfg date: 18-jun-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d15 h3. Yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the csv files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after three and half years of usage, the primary controller exhibited a controller fault alarm due to internal battery depletion the controller was exchanged. No patient complications have been reported as a result of this event.